Event description:
A patient was admitted for pci. When attemting to withdraw the sds, the 3.5x8mm cypher stent dislodged and became stuck in the vessel. The stent was cannulized with the 1.5mm maverick balloon and deployed in the proximal lad, whieh was not intended target.